Event description:
The customer reported to vyaire medical that the avea ventilator display not power up. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite found uim (user interface module) was not powering on. As a resolution disconnected the uim (user interface module) connector and turned the unit again still not powering up. Defective gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was unable to be confirmed or duplicated the reported issue. The gde (gas delivery engine) was tested and was found to be functioning as intended. The uut was installed in a known good avea test stand. Powered in user mode where the unit showed no fault alarms upon start-up. Unit was powered in service mode, the event log was reviewed and found no relatable errors. Power was cycled into user mode and resumed users' last known settings. Allowed unit to run for approx. 2 hours and observed no abnormal operation or faulty errors. Cycled power multiple times and uut (unit under test) remained fully operational. A vyaire field service representative(fsr) returned onsite and replaced the gde according to the service manual.after turning on the unit the uim was not turning on. The etm board and uim were replaced.when turning on the unit the uim still did not work. Technical support concluded that unit will be sent back to the factory for repair. It was suspected to be the tca board.